Event description:
The cust is reaching out as she just started step 3 and had a tooth chip in the lower arch, photos show it is tooth #28 and looks to have roots exposed as cust confirmed it was chipped a week ago while eating popcorn. I advised cust to stay on the current step 3 and seek dds eval for the repair. We will determine if she can continue with the current tx or if ref is needed.

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."